Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 407652 lead, implanted (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, impedance spikes, and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.